Event description:
It was reported that balloon rupture occurred. The in stent restenosed and complete total occluded lesion was located in the moderately tortuous and non calcified left superficial femoral artery. A non bsc guide wire was advanced to the lesion. A 2mm x 220 mm coyote¿ balloon catheter was first used to dilate the lesion. A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was selected to further dilate the target lesion. During the first inflation, it was noted that the balloon ruptured at 12 atms after being inflated for 10 seconds. The device was completely removed from the patient. There was no kink noted prior to use and no resistance noted during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).